Event description:
(B)(4). The dealer reported that the m91 custom power wheelchair elevate feature would ascend and get stuck, although the helix control box was recently replaced.

Manufacturer narrative:
(B)(4). Two reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).